Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report#: 1627487-2013-05409, 05410. It was reported the pt has not maintained his ipg as recommended since (B)(6) 2010 due to receiving ineffective stimulation. It was also reported the programmer can no longer communicate with the ipg. As a result, the pt may undergo surgical intervention.